Event description:
It was reported that the patient passed away due to multisystem organ failure and withdrawal of care. It was reported that the patient's outcome was not device related. It was reported that the device operated as intended. An autopsy would not be performed. The device would not be explanted and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of the heartmate 3 left ventricular assist system, including various types of organ failures and death. No further information was provided. The manufacturer is closing the file on this event.